Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant core power tray due to error 86 (an out-of-range voltage value was read from a power distribution board). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 86 was found indicating the fault, confirming the failure occurred in the field. Visual inspection was performed and no issues were found that are related to the report issue. The redundant core power tray was installed onto the known good system where the component functioned as expected. The system was set to run 10 power cycles and sat idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the procedure log showed that the procedure was performed on the reported event date (B)(6) 2025 via system serial# (B)(6). Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, error 86 repeated. Technical support engineer (tse) found the error was pointing to intuitive surgical core power distribution (ipd) and customer hard cycled the vision side cart (vsc) twice, but the error persisted. Customer will replace the vsc with another system. The procedure was aborted to another dv system with no reported injury.